Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following were update: describe event or problem - it was reported patient was revised due to infection. Medical device - unknown implant. Implant date - (B)(6) 2017. (B)(4). Upon additional information it was determined that the product ID originally reported was one of the revision products. The explanted products are currently unknown.

Event description:
It has now been reported that patient underwent a two-stage revision due to infection.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as there is no zimmer biomet product involved in the revision for infection, but an initial infection in a virgin knee; therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.